Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed difficulty closing the twist clamp into the locking position. It could not be determined if the product met or failed specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of one (1) minicap transfer set would not close. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.